Manufacturer narrative:
An evaluation is not possible at this time. The suspect device, details of the case nor the identifying lot number has been provided. Upon the receipt of additional information a follow-up MDR will be submitted. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). The supplied IFU states in postoperative management # 7; the trestle anterior cervical plating system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices which are not removed after serving their intended purpose may bend, dislocate or break and/or cause corrosion, localized tissue reaction, pain, infection and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired result should also follow implant removal surgery.

Manufacturer narrative:
No product problem detected. A review of the provided radiograph shows a lack on consolidation of bone across the site of intended fusion. As a result, the entire load was placed upon the variable angled screw causing the device to break due to cycle fatigue fracture. The trestle plating system implants are intended as a temporary device used to stabilize the cervical spine during bone fusion. They are not expected support the cervical spine indefinitely. The provided instructions for use ((B)(4)) states in the warnings section; the trestle anterior cervical plating system is an implant device used only to provide temporary internal fixation during the bone fusion process with the assistance of a bone graft. A successful result may not be achieved in every instance of use with this device. Without solid bone fusion, this device cannot be expected to support the cervical spine indefinitely and may fail due to bone-metal interface or bone failure. Based on the fatigue testing results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, compliance of the patient, and other patient conditions which may have an impact on the performance and results of this system.

Event description:
Post-op x-rays revealed a trestle self drilling screw had fractured and broke approximately mid-way of the threaded shaft. The actual date of the visit/discovery of event was not reported, and is unknown. Event date of (B)(6) 2011 is assumed for this report. Revision surgery is scheduled for (B)(6) 2011. The trestle anterior cervical plating system was originally implanted on (B)(6) 2010.